Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the tube and twist clamp of a minicap transfer set which resulted in a leak. This occurred during use of peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury, however the patient was given prophylactic antibiotics as precautionary measure. No additional information is available.